Manufacturer narrative:
Device evaluation: a 4.0mm ID neo flextend device was returned for evaluation. One of the eyelets was torn/split. Upon further examination, it appears the neck flange eyelets were torn through by something sharp cutting through both of the eyelet holes. The end user must use only the smiths provided twill tape to adhere to the device. Velcro or metal clips will compromise the product integrity and can result in damaged eyelets. Based on the investigation, the complaint allegation was confirmed. However, a specific problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical bivona tracheostomy tube was damaged where "the tapes are tied to the silicone." Subsequently, a tracheostomy (trach) change was required. No adverse patient effects were reported.